Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd fluid. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. It was not reported if the patient was treated for the peritonitis. Fifteen days after the hospitalization, the patient was discharged, and it was unknown if the patient recovered from this event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.